Event description:
The technician found the ground resistance reading was high while performing an electrical safety test. He found that the ac power cord had an open ground inside the plug.

Manufacturer narrative:
The technician stripped and reconnected the ground wire on the power cord to repair the bed.